Manufacturer narrative:
Cec minutes indicate the cva was major ipsilateral ischemic/embolic with hemorrhagic transformation. The previously reported event details are the same. The patient code for this event remains the same, cva. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00599 and 9616099-2013-00600.

Manufacturer narrative:
As reported by the (B)(6) study, prior to a carotid artery stenting procedure, after access was gained from the right femoral artery with a non cordis sheath and several catheters, a (B)(6) year-old male patient had st elevation and chest pain as well as s a dissection on the left common carotid. Embolization was noted following stent deployment and was treated with a tpa infusion. During the procedure the patient had an ischemic stroke and he subsequently expired five days later. The preliminary death certificate attributes the primary cause of death to stroke. The patient¿s medical history included previous tia, blindness, previous stroke and new stroke at admission, lower extremity peripheral vascular disease with previous aortobifemoral grafting. He had undergone cardiac catheterization recently which demonstrated severe triple-vessel coronary artery disease with multiple graft occlusion, hyperlipidemia, cardiac arrhythmia, congestive heart failure and CABG. At baseline the nih stroke scale score was 2 and the rankin was score was 1. The patient was blind, had some discomfort and nausea. It was noted that he was forgetful and he felt nauseated and dizzy. The patient first complained for back pain and nausea about 20 minutes before the angioguard was inserted. The patient had st elevation and chest pain. Nitroglycerin was administered followed by morphine IV and metoprolol IV. He also became unstable, unaware of surroundings and was not answer questions asked. Patient was also vomiting. He had to be restrained from thrashing around on the table. More metoprolol I was given. At this point the dissection was noted. The patient became unresponsive, not obeying commands or answering questions. More nitroglycerin and metoprolol IV were administered. The angioguard was introduced at this point. Carotid artery stenting was performed on a (B)(6) occluded lesion in the proximal left internal carotid artery of 10mm in length in a vessel diameter in a 6.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was eccentric and there was no documented calcification. An 8mm medium support angioguard embolic protection device was deployed past the lesion. The lesion in the left carotid bifurcation was then dilated utilizing a 4.5 mm x 30 from aviator balloon at 10 atmospheres. This balloon was then brought back and used at the same pressure to dilate - proximal left common carotid. A 10 x 40 precise self-expanding stent was then deployed into the lesion in the left carotid bifurcation and post dilated with a 3.5 nm x 30 mm aviator balloon. This was done at 10 atmospheres, and two inflations were done in order to encompass the entire stent in overlapping fashion. This nicely relieved the stenosis of the left internal carotid. Next, a 10 x 40mm precise self-expanding stent was deployed into the ostium and proximal portion of the left common carotid. Again, this was done in order to treat the iatrogenic dissection of the proximal left common carotid. The dissection grade is not currently available. The angioguard was successfully removed and debris was found in the basket. During the procedure, the ¿patient had both a hemorrhagic infarct in the right occipital lobe and an acute infarct in the left occipital lobe.¿ he also had right hemiparesis, aphasia and behavioral changes. Post stent deployment, there appeared to be a stenosis just distal to the carotid siphon, which was really quite severe and which was taken to represent embolization of material from the common or internal carotid. Tpa was administered. During the course of the procedure, given its length and the multiple catheter exchanges required, there was a certain amount of blood loss through the equipment. The patient was given one unit of blood during the procedure. There was no further documented dissection following pre-dilatation or presence of air bubbles. At the end of the procedure, the patient would respond to voice and followed commands with the left side of his body but not with the right side. The patient remained hospitalized and expired five days later. The precise stent remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the products met quality requirements for product acceptance. Embolism and death are known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. Hemorrhagic conversion of stroke after revascularization is a known occurrence in the setting of an infarcted brain. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Although no conclusion can be made regarding the relationship of the precise stent and the reported event, there is no indication that the device did not perform as intended or that it is related to the device design or manufacturing process. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. This is one of 2 products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00599 and 9616099-2013-00600.

Event description:
As reported by the (B)(6) study, prior to a carotid artery stenting procedure, after access was gained from the right femoral artery with a non cordis sheath and several catheters, the patient had st elevation and chest pain as well as s a dissection on the left common carotid. Embolization was noted following stent deployment and was treated with a tpa infusion. During the procedure the patient had an ischemic stroke and he subsequently expired five days later. The preliminary death certificate attributes the primary cause of death to stroke. At baseline the nih stroke scale score was 2 and the rankin was score was 1. The patient was blind, had some discomfort and nausea. It was noted that he was forgetful and he felt nauseated and dizzy. The patient first complained for back pain and nausea about 20 minutes before the angioguard was inserted. The patient had st elevation and chest pain. Nitroglycerin was administered followed by morphine IV and metoprolol IV. He also became unstable, unaware of surroundings and was not answer questions asked. Patient was also vomiting. He had to be restrained from thrashing around on the table. More metoprolol I was given. At this point the dissection was noted. The patient became unresponsive, not obeying commands or answering questions. More nitroglycerin and metoprolol IV were administered. The angioguard was introduced at this point. Carotid artery stenting was performed on a 95% occluded lesion in the proximal left internal carotid artery of 10mm in length in a vessel diameter in a 6.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was eccentric and there was no documented calcification. An 8mm medium support angioguard embolic protection device was deployed past the lesion. The lesion in the left carotid bifurcation was then dilated utilizing a 4.5 mm x 30 from aviator balloon at 10 atmospheres.

Manufacturer narrative:
This balloon was then brought back and used at the same pressure to dilate - proximal left common carotid. A 10 x 40 precise self-expanding stent was then deployed into the lesion in the left carotid bifurcation and post dilated with a 3.5 nm x 30 mm aviator balloon. This was done at 10 atmospheres, and two inflations were done in order to encompass the entire stent in overlapping fashion. This nicely relieved the stenosis of the left internal carotid. Next, a 10 x 40mm precise self-expanding stent was deployed into the ostium and proximal portion of the left common carotid. Again, this was done in order to treat the iatrogenic dissection of the proximal left common carotid. The dissection grade is not currently available. The angioguard was successfully removed and debris was found in the basket. During the procedure, the ¿patient had both a hemorrhagic infarct in the right occipital lobe and an acute infarct in the left occipital lobe.¿ he also had right hemiparesis, aphasia and behavioral changes. Post stent deployment, there appeared to be a stenosis just distal to the carotid siphon, which was really quite severe and which was taken to represent embolization of material from the common or internal carotid. Tpa was administered. During the course of the procedure, given its length and the multiple catheter exchanges required, there was a certain amount of blood loss through the equipment. The patient was given one unit of blood during the procedure. There was no further documented dissection following pre-dilatation or presence of air bubbles. At the end of the procedure, the patient would respond to voice and followed commands with the left side of his body but not with the right side. The patient remained hospitalized and expired five days later. Medications: angiamax IV , fentanyl, metoprolol IV, nitroglycerin sl, zofran IV mg fentanyl IV 50 opioid. This is one of 2 products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00599 and 9616099-2013-00600.

Manufacturer narrative:
As reported by (B)(6), prior to a carotid artery stenting procedure, after access was gained from the right femoral artery with a non cordis sheath and several catheters, a (B)(6) male patient had st elevation and chest pain as well as a dissection on the left common carotid. Embolization was noted following stent deployment and was treated with a tpa infusion. During the procedure the patient had an ischemic stroke and he subsequently expired five days later. The preliminary death certificate attributes the primary cause of death to stroke. The patient¿s medical history included previous tia, blindness, previous stroke and new stroke at admission, lower extremity peripheral vascular disease with previous aortobifemoral grafting. He had undergone cardiac catheterization recently which demonstrated severe triple-vessel coronary artery disease with multiple graft occlusion, hyperlipidemia, cardiac arrhythmia, congestive heart failure and CABG. At baseline the nih stroke scale score was 2 and the rankin was score was 1. The patient was blind, had some discomfort and nausea. It was noted that he was forgetful and he felt nauseated and dizzy. The patient first complained for back pain and nausea about 20 minutes before the angioguard was inserted. The patient had st elevation and chest pain. Nitroglycerin was administered followed by morphine IV and metoprolol IV. He also became unstable, unaware of surroundings and was not answer questions asked. Patient was also vomiting. He had to be restrained from thrashing around on the table. More metoprolol I was given. At this point the dissection was noted. The patient became unresponsive, not obeying commands or answering questions. More nitroglycerin and metoprolol IV were administered. The angioguard was introduced at this point. Carotid artery stenting was performed on a 95% occluded lesion in the proximal left internal carotid artery of 10mm in length in a vessel diameter in a 6.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was eccentric and there was no documented calcification. An 8mm medium support angioguard embolic protection device was deployed past the lesion. The lesion in the left carotid bifurcation was then dilated utilizing a 4.5 mm x 30 from aviator balloon at 10 atmospheres. This balloon was then brought back and used at the same pressure to dilate - proximal left common carotid. A 10 x 40 precise self-expanding stent was then deployed into the lesion in the left carotid bifurcation and post dilated with a 3.5 nm x 30 mm aviator balloon. This was done at 10 atmospheres, and two inflations were done in order to encompass the entire stent in overlapping fashion. This nicely relieved the stenosis of the left internal carotid. Next, a 10 x 40mm precise self-expanding stent was deployed into the ostium and proximal portion of the left common carotid. Again, this was done in order to treat the iatrogenic dissection of the proximal left common carotid. The dissection grade is not currently available. The angioguard was successfully removed and debris was found in the basket. During the procedure, the ¿patient had both a hemorrhagic infarct in the right occipital lobe and an acute infarct in the left occipital lobe.¿ he also had right hemiparesis, aphasia and behavioral changes. Post stent deployment, there appeared to be a stenosis just distal to the carotid siphon, which was really quite severe and which was taken to represent embolization of material from the common or internal carotid. Tpa was administered. During the course of the procedure, given its length and the multiple catheter exchanges required, there was a certain amount of blood loss through the equipment. The patient was given one unit of blood during the procedure. There was no further documented dissection following pre-dilatation or presence of air bubbles. At the end of the procedure, the patient would respond to voice and followed commands with the left side of his body but not with the right side. The patient remained hospitalized and expired five days later. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Embolism, ischemic stroke and death are known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of 2 products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00599 and 9616099-2013-00600.

Manufacturer narrative:
Devices: doppler needle, cath pack, .038 145cm angiographic j wire, avanta hand controller, avanta single patient disposable set, transpac monitoring transducer, 18g 2-3/4¿ smart needle, 6f sheath, .035¿ versacore floppy guidewire, 6f 100cm expo fr4, hydrophilic aquatrack .0350 260cn guidewire, 5f 100cm vtk slip-cath beacon tip, 5f 100cm imager ii sim1 catheter, vitek catheter, accutrack wire, simmons 2 catheter, shuttle sheath, 98mm angioguard, 2 10x40 precise, 5.5x30mm aviator catheter, 75ccm silk psl needle. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00599 and 9616099-2013-00600.

Manufacturer narrative:
Additional information was received that a CT of the brain was performed on after the procedure. It was compared to a MRI performed approximately 3 ½ weeks prior to this MRI showed a subacute infarct in the right occipital lobe in the distribution of the right posterior cerebral artery. This infarct was positive on the diffusion weighted images with some blood present in the right occipital lobe. The impression of CT of the brain indicated: hemorrhagic infarct right occipital lobe in the distribution of the right posterior cerebral artery. There may be some luxury perfusion around this lesion. Acute infarct left occipital lobe. Subarachnoid hemorrhage (mainly on the left side). Old infarct left frontal lobe. This was present on the earlier mr. Post-procedure stroke scale scores were not provided. In addition, on the same day, neurology consultation was performed. The note documented that the cardiologist who performed the index procedure stated the patient had a stroke during the index procedure. Following the procedure the patient had significant weakness of the right upper and the right lower extremity and he had become more confused. On examination, he seemed to be in mild distress, was confused, obtunded and slightly able to follow commands with his left side, but not with his right side. The physician could not assess the cranial nerves, but the patient had some voluntary movements of his left arm and left lower extremity and had decreased movement in the right arm and right lower extremity. He was obtunded and motor function on the right side was 1/5 and on the left was 3/5. The neurologist¿s assessment was clinical signs of stroke with weakness on the right upper extremity and right lower extremity and the patient is more altered. This was a very complicated situation wherein the patient had both a new ischemic infarct in the left occipital lobe and also new acute subarachnoid hemorrhage involving more on the left side. The patient has old hemorrhagic infarct in the right occipital lobe and ischemic infarct in the left frontal lobe. With all these hemorrhages three weeks back, now he would not be a good candidate for any new tpa. No tpa or alteplase at this time. Dual antiplatelet therapy was put on hold. The plan was to repeat the CT of the brain and continue acute stroke care with statin and physical therapy. A CT of the brain was performed on the following day. The impression/findings were: near complete interval resolution of intracranial blood. Only minimal blood remains at a few right occipital sulci. There is an acute left temporal occipital infarct with mild edema. An old left frontal infarct is present. Negative for new blood with respect to previous. No significant midline shift or mass effect. A neurology progress note documented that the patient had a spell on the same day. The nurse witnessed generalized jerking lasting about 30 seconds. No further spells were noted; however, the patient was somewhat less responsive since then. On examination, the patient rouses and moved his left arm. He tried to open eyes. He did not follow commands. An eeg showed generalized slowing, left greater than right. The impression was ischemic stroke and possible seizure. Levetiracetam, at a reduced dose given renal failure, was initiated. The situation was discussed extensively with the family. The patient died 4 days later. The site reported the cause as neurologic death. The death certificate documented the immediate cause of death as stroke due to or as a consequence of carotid artery disease. The autopsy question was not answered. This is one of 2 products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00599 and 9616099-2013-00600.